Manufacturer narrative:
27-aug-2020 product investigation results: cause was traced to manufacturing. Action plan is in place.

Event description:
Tampon does not come out [foreign body in reproductive tract]. Tried to remove the tampon and the string comes out but not the tampon [complication of device removal]. String comes out of tampon [device breakage]. Probable manufacturing cause [manufacturing issue]. Consumer called stating the string came out of two tampons when she tried to remove them. No injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer called stating the string came out of two tampons when she tried to remove them. No injury was reported.